Event description:
In a customer experience survey it was reported a peritoneal dialysis (pd), utilizing a fresenius cycler and products experienced an infection and transitioned to incenter hemodialysis (hd). There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with a hemodialysis registered nurse [(hd)rn] it was stated the outpatient clinic has no record of the patient¿s infection. The hdrn reported the only evidence of an infection was the social worker¿s note that stated the patient¿s pd catheter (not a fresenius product) was removed and the patient was transitioned to in-center hd as a result in (B)(6) of 2018. No additional information is available as the patient¿s medical records while on peritoneal dialysis had been closed out.

Manufacturer narrative:
Clinical review: in the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
In a customer experience survey it was reported a peritoneal dialysis (pd), utilizing a fresenius cycler and products experienced an infection and transitioned to incenter hemodialysis (hd). There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with a hemodialysis registered nurse [(hd)rn] it was stated the outpatient clinic has no record of the patient¿s infection. The hdrn reported the only evidence of an infection was the social worker¿s note that stated the patient¿s pd catheter (not a fresenius product) was removed and the patient was transitioned to in-center hd as a result in (B)(6) 2018. No additional information is available as the patient¿s medical records while on peritoneal dialysis had been closed out.